Manufacturer narrative:
The hill-rom technician found the communication cable was not connected to the nurse call wall connector. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventive maintenance on their beds. The technician reconnected the communication cable and secured the cable to the wall connector to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work (no alarm through the nurse call on the pt positioning module). The bed was located in h9-416 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).